Event description:
It was reported that the patient with the right atrial (ra) lead believed the lead was pulled and that a wire became loose in the chest while reaching for something. The patient was referred to clinic. At this time, this ra lead remains in service. No adverse patient effects were reported.